Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the stent dislodged inside the patient and the patient died. Vascular access was gained via the radial artery of the left arm. The target lesion was located in the left anterior descending (lad) artery with an acute angulation. The lesion was prepared with a non-bsc atherectomy device. The patient was agitated from the sedation medication and was attempting to get off the table during the procedure, and patient was restrained by the nursing staff. The 3.00 x 24 synergy ii drug-eluting stent was advanced to treat the target lesion. The patient started to degrade while the synergy device was still in the artery. The guide support was not good even with a non-bsc guide extension catheter and the stent was unable to cross the lesion. Patient continued to degrade so the physician pulled the stent system and the synergy stent stripped off the balloon coming back into the non-bsc guide extension catheter. The physician attempted to retrieve the dislodged stent, however the patient began to code and all attention was given to stabilize the patient's condition. The patient expired on the table.